Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set came off from the body issue due to accidental pulling of pants on (B)(6) 2022 which led to hyperglycemia and the levels remained elevated for one and half hour.